Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6. Corrected; h4. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 : foreign : australia. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the first implant did not deploy when the surgeon advanced the black deployment trigger. He then brought it back to the original position and advanced it again, which then deployed both implants at the one time. He was unable to complete a mattress stitch. The device remained in the patient. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.